Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular lead was unable to be successfully implanted due to an unspecified product performance issue. Attempts to attempt additional information were unsuccessful. This lead is not expected to be returned for analysis and no adverse patient effects were reported.